Event description:
The patient came to our lab for lead replacement since it was impossible to reposition it. The physician was unable to get the screw back, so the lead was extracted. The lead was originally placed on 06/2005.